Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damage or defects were found with the device. The adhesive pad and welds were also inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose rose to 13.9 mmol/l (250 mg/dl) between 25 and 36 hours of wearing the pod. The reporter stated the adhesive was becoming wet and peeling, as the pod was leaking. The pod was removed from their arm, and a new pod was applied. The device evaluation found a tear in the cannula.

Manufacturer narrative:
Correction to h3.